Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress.  Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to cup loosening. No revision has been reported to date.  Attempts to obtain additional information have been made; however, no more is available at this time.